Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open colon resection procedure, when the surgeon was closing the anastomosis, both devices did not deploy staples, and the surgeon made the cut expecting staples to be deployed. To resolve the issue surgeon clamped the bowel and fixed the damaged tissue by hand sewing.